Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen was cracked, preventing sliding or input, while the user continued insulin delivery and prepared to transition to alternative therapy. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting support, user education on shutdown and data syncing, and initiation of device return for evaluation. Investigation of this case revealed a damaged display component with resulting user interface impairment that limited device interaction, consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display affecting usability without impact to insulin delivery performance.